Event description:
Patient mentioned to rep that he would like to have explanted however has not yet made an appointment with his physician to discuss as of this date.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that had been trying for over two years to have the ins removed. Pt stated that once they turned the ins on, the ins took them to the floor and they were like a flopping fish because the stimulation was strong; pt stated that their legs didn't work. Pt stated that they turned the ins off because they were miserable and getting electrocuted. Pt stated that they had diabetic neuropathy which was very painful. Pt stated that the ins itself stuck out of their back about an inch and a half and that they could feel the cable going over their spine and down into their left and right legs. Pt stated that it became very painful especially if the ins was bumped. Pt stated that they were told that the ins would help them 100%, however when the ins was first implanted the stimulation would not go below their kneecaps. Pt stated that they met with a manufacturer representative who adjusted the ins all they could, however the stimulation still would never reach down their thighs and into their feet where their neuropathy was which was painful. Pt stated that the ins wasn't doing them any good. Pt stated that the ins physically shocked them and that the first time the ins shocked them they were in their golf cart and they bounced up in the air and came down and fractured their pelvis. Pt stated that three weeks later, they were walking around their house when they fell backwards and tapped the wall and the ins sent out voltage to where their legs collapsed; pt stated that when they fell they completely broke their left hip and the pain knocked them out. Pt stated that they went to the hospital and the doctor said that it was the worst hip break that they had ever seen. Pt stated that the ins hadn't been on in two years since they couldn't trust the device. Troubleshooting redirected pt to doctor for discussion on ins removal. Pt stated that they called a rep and that they met with the rep for three months about every two weeks to adjust the ins properly, however pt stated that the ins would not adjust properly. Pt stated that the device was faulty. Pt then stated that they went in to see doctor. Troubleshooting offered to e-mail the pt a physician locator listing/pt accepted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported to a manufacturing representative (rep) regarding being shocked in (B)(6) 2020 while driving a golf cart. The shock caused him to step on gas, hit a curb and caused injury to sacroiliac resulting in surgery. Patient reported another shocking incident in (B)(6) 2020 causing him to fall to the ground and brake hip and femur resulting in another surgery. Patient states shocks occurred during normal therapy use. The rep ran impedance check and all okay. The spinal cord stimulation (scs) was off and left off. The issue resolved. Patient stated that therapy had not been helping anyway. Scs report reflected scs had been off for at least the last month. Advised patient to keep therapy off. He asked about explant and the rep advised him to discuss with his physician.